Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the impaction of the liner, a piece of the locking mechanism broke off.

Manufacturer narrative:
Conclusion and justification status: the complaint states during the impaction of the liner, a piece of the locking mechanism broke off. A complaint database search did not identify any anomalies. No product was returned hence the complaint cannot be confirmed. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.